Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0aen8, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was having problems with her defibrillator - in clarification - the patient noted it was her stimulator for the bladder. The patient noted she had been having problems all along - then stated it worked for about the 1st two weeks - it worked really well, then it just quit. The patient drinks two glasses of tea and one bottle of water and then she flows. The patient was currently feeling stim but when she turns it all the way up, it really vibrates and it is very painful. It pulls her leg up off the floor. The patient also felt the stim painfully in the right hip. The patient verified that stim was on and was currently on program 3. The patient had turned down stim and it currently was on 0.3 volts. The patient increased stim to 0.6 and felt stim in the vaginal area and it was comfortable. The patient planned to leave it at the current setting and track her symptoms. The patient just moved and had a doctor appointment with a new doctor. If additional information is received, a follow up report will be sent.